Manufacturer narrative:
H6: conclusion code - added code 22. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Manufacturer narrative:
H6: code 3331 - added as a result of manufacturing evaluation. H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: code 4315 - added as a result of manufacturing evaluation.

Event description:
The following information was reported to gore: on (B)(6) 2014, the patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2020, CT scan image revealed thin contrast in the aneurysm sac, outside of the device. The physician suspected a type unknown endoleak. It was reported that the aneurysm diameter enlarged about 7mm in half a year. On (B)(6) 2020, the patient underwent reintervention. No clear endoleak was confirmed by angiography at the start of reintervention. An aortic extender endoprosthesis was deployed to extend the device proximally. Ballooning was performed in the proximal side of the device and in the junction of the contralateral limb. It was suspected that blood flow into the aneurysm sac from the lumbar and middle sacral arteries, but the angiography did not image the aneurysm. The physician chose to monitor the patient. The patient tolerated the procedure. It was reported that there is a possibility of performing embolization of the side branch vessels in the future.